Event description:
It was reported that a pt panicked during a CT procedure and broke their wrist while jumping off the pt code. As of the filing of this complaint, the actual incident date is not known. Therefore, 2001 was used as an estimated date as it occurred during the later part of 2001. Outpatient was having a sinus CT scan done on a high speed advantage CT system, and had a coughing fit during the procedure. The tech stopped the procedure and went into the room to calm the pt down. The table was in the process of being lowered, when the pt rolled off the side opposite the tech and fell and broke their wrist.